Event description:
Event description boston scientific received information that one day post implant, this implantable transvenous defibrillation lead exhibited a change in r waves from 10mv at implant to 3mv. The pacing threshold was 0.4v at implant and now is 1.4v. Boston scientific received subsequent information that this lead was explanted.

Event description:
Boston scientific received information that one day post implant, this implantable transvenous defibrillation lead exhibited a change in r waves from 10mv at implant to 3mv. The pacing threshold was 0.4v at implant and now is 1.4v. Boston scientific received subsequent information that this lead was explanted. Additional information was received that prior to the explant procedure, the patient experienced chest pain. Additionally, a pericardial effusion was noted. No additional adverse patient effects were reported.

Manufacturer narrative:
Another guidant implantable transvenous defibrillation lead was successfully implanted. No adverse patient effects were reported. No additional information is available. If more information becomes available, the event will be reopened.